Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, they the sensor has been giving inaccurate readings that triggered the threshold suspend feature when blood glucose was normal in the morning. Customer stated she woke as sensor reading was below 40 mg/dl but blood glucose was 111 mg/dl. Troubleshooting was performed. Customer had inserted the sensor at 3 inches above the naval. Customer stated the sensor was curved and not bent. Customer also mentioned that at one point customer blood glucose was 200 mg/dl and sensor reading was 78 mg/dl. The customer is returning the sensor for analysis.

Manufacturer narrative:
Correction: the information provided was incorrect with the initial report. The correct information has been provided with this report.